Event description:
Reporter alleged the customer obtained the results of 400 mg/dl and 170 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated the strips were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.